Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the suction irrigator instrument was not articulating correctly on universal surgical manipulator (usm) 4. The customer had completed the procedure at the time of the call. The customer stated that they had to constantly reseat the instrument to allow the surgeon to have full control. The issue was isolated to the suction irrigator instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The customer reported that they would try to use the device again. .